Manufacturer narrative:
H3: the catheter was returned, and analysis observed a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was revised, on (B)(6) 2021, and the collect was replaced. The catheter tip was at t1, not c4 and the pump was reprogrammed. It was indicated the event was related to the device or therapy.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog. Product type programmer, patient product ID 8782. Serial# (B)(6). Implanted: (B)(6) 2021. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. Product ID: 8782, serial#: (B)(6), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) and company representative (rep) regarding a patient who was receiving fentanyl (2000 mcg/ml at 539.6 mcg/day) and bupivacaine (20 mg/ml at 5.396 mg/day) via implantable infusion pump. It was reported that the patient occasionally does not get boluses but other times feels as though the boluses are over-sedating. The patient reported on one occasion the patient laid down and did a bolus since the patient was having a migraine and did not feel it. 2 hours later the patient did a bolus again and it knocked the patient "out cold" as in the patient needed to sleep. The patient noted that this does not occur every time a bolus is given back to back. The patient stated this occurred for the first time about a week after the pump was implant ((B)(6) 2021) and then again recently. The patient's ptm log was checked on (B)(6) 2021 and rejected bolus 89 codes were noted ((B)(6) 2021 at 6:47am, (B)(6) 2021 at 10:01am, (B)(6) 2021 at 8:43pm x2, and (B)(6) 2021 at 8:33pm). The patient's simple continuous flow was increased to 200 mcg and bolus was decreased to 40 mcg on (B)(6) 2021. The patient additionally reported new lower back pain and stated can "feel a lot more over the pain pump", describing it as though "my nerves are coming back", stated back has "been going out" quite a lot, and new welts formed on the patient's lower back. The healthcare provider (hcp) suggested an MRI be ordered. A catheter dye study was performed on (B)(6) 2021 and showed that the catheter was unable to aspirate. There were no factors that may have led or contributed to the issue. Surgery was planned to explore the issue. Date of surgery was unknown. The issue was not resolved at the time of report. The patient's weight at the time of report was (B)(6) lbs. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported better pain relief after revision. The device was reprogrammed where the fentanyl and boluses were increased. The outcome of the event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog, product type programmer, patient product ID 8782, serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacture representative reported the patient had surgery, on (B)(6) 2021, and there was a visible and correctable kink at the proximal end exiting the collet. When the kink was cut out the catheter had free flow. The patient received post op bolus and it was wonderful for pain control. It was noted the catheter issue and over-sedation resolved. It was unknown if the ptm code 89 was due to the catheter issue or resolved.